Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's mother called to report that the battery will go low, alarm low battery, she changes the battery and it will alarm low battery again, and then the insulin pump will shut off. Caller stated the batteries were not functioning properly in the insulin pump. Caller stated device alarmed replace battery now alarm and has also alarmed power loss. Customer's blood glucose reading was unknown. Caller stated this was the second occurrence. Caller was informed that the device would be replaced, and to return the device for analysis. Caller requested a loaner device.